Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined, (B)(4).

Event description:
Same case as: 2134265-2016-02616 and 2134265-2016-02725. It was reported that automatic pullback failure occurred. An ilab was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a procedure, motordrive unit plus stops in the middle of the activity and it does not function at all. The physician re-connect the catheter and do a "new run". However, motordrive unit does not perform pullback and the there is no error indication. No patient complications were reported and the patients' status is good.